Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On (B)(6) 2025, the user reported experiencing high blood glucose (bg) levels for several days. She had visited the emergency room (ER), but the cause of the high bg remained unclear after bloodwork. The user's continuous glucose monitor (cgm) displayed "high" (indicating bg above 400 mg/dl) on the ilet system. An infusion set change was performed, revealing no cannula issues that could inhibit insulin flow. After the infusion set replacement, the user's bg began trending down to 374 mg/dl. The user also reported a headache and vomiting, but no long-term health effects were noted. She was released from the hospital the same day. No backup therapy or ketone testing was conducted. While no further professional medical intervention was provided, the user was scheduled for additional training.